Event description:
It was reported that the patient presented to the hospital due to syncope on (B)(6) 2010. The ventricular lead exhibited high capture threshold of 3 v at 0.9 ms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.